Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads were not returned to zoll medical corporation as part of this investigation. The customer could not provide a lot number. Therefore, no retained samples could be tested. The clinical data was not available for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient using the same pads and were able to successfully pace the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.